Manufacturer narrative:
Calibration signals were slightly higher and slightly lower than expected. Qc was acceptable. The investigation determined the discrepant low result is consistent with a handling issue with the aliquot tube used for the initial result.

Manufacturer narrative:
The field service engineer (fse) could not determine a cause for the issue. The fse confirmed multiple parts of the instrument were operating correctly. Qc was acceptable. The customer repeated the primary tube and no other incorrect results were obtained. All instrument checks passed. Unique identifier (UDI): (B)(4).

Event description:
The initial reporter complained of discrepant results for one (1) patient sample tested for elecsys hcg + b (hcg + b) on a cobas 8000 e 602 module. The initial result from an aliquot on the e602 module in question was 0.1 miu/ml with a data flag. This result was reported outside of the laboratory where it was questioned by the doctor as the patient was known to be pregnant. The repeat from the primary tube on a different e602 module was 10,000 miu/ml. The automatically diluted result was 134,953 miu/ml. The repeat from an aliquot on another different e602 module was 10,000 miu/ml. The automatically diluted result was 142,293 miu/ml. The repeat results were believed to be correct. The hcg + b reagent lot number was 47048905 with an expiration date of 30-sep-2021.